Event description:
Handpiece head overheated during an anterior resin filling procedure and patient received a minor burn injury to their lower lip. The burn was red in color without blistering and approximately 1.5cm in size. Patient reported to have healed normally without need for additional medical treatment.